Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries. It lost settings when changing out batteries. The act button was less responsive and had to push it a couple of times, and the battery cap was harder to get off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.